Event description:
The customer reported a failure to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4): a philips authorized distributor evaluated the device and verified the failure. It was found that a printer failure cause the fuse on the power pca to blow. The recorder/printer and power pca were replaced to resolve the issue. The device remains at the customer's site. We are considering this a malfunction of the printer/recorder.